Event description:
It was reported that the patient went to clinic with intermittent low voltage advisory alarms while on batteries and the mobile power unit at home. The battery clips were switched out the backup set and the alarms continued. Alarming was noted while on wall power in the clinic. After multiple troubleshooting efforts, the alarming resolved with the modular cable, system controller, and battery clip exchange. It was noted that after exchanging the battery clips and the system controller, the alarms continued. The patient returned to the clinic on (B)(6) 2025 with continued low voltage alarms while on new battery clips and fully charged batteries. The patient was experiencing intermittent no external power alarms while connected to the batteries in the clinic. The patient was attached to an ungrounded patient cable and the alarms resolved. Log files were submitted for review and captured low voltage events throughout the log while using battery power. There were no external power alarms. It was noted that low voltage alarms are likely unrelated to the driveline and using a non-grounded patient cable would make no difference in these types of alarms. Exchanging the faulty battery clips and batteries resolved the issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms while connected to battery power was confirmed via the log files. The associated heartmate 3 system controller, serial number (B)(6), log file was reviewed, and timestamps spanned approximately 1 day (19:08:14 on (B)(6) 2025 to 11:26:39 on (B)(6) 2025). Throughout the log file, intermittent low power advisory alarms not associated with routine battery depletion were active while connected to battery power. These alarms occurred as the voltages briefly dropped on the black and white power cables and cleared as the voltages returned to normal. At 19:09:17 on (B)(6) 2025, a low power advisory alarm escalated into low power hazard and power cable disconnect alarms as the black power cable¿s voltage dropped while the white power cable's voltage had already been lower than expected. On (B)(6) 2025, the driveline was disconnected for a system controller exchange, and the system controller was shut down. Log files from the replacement system controller, serial number (B)(6), were later submitted, and contained timestamps spanning approximately 2 days (09:05:07 on (B)(6) 2025 to 11:22:34 on (B)(6) 2025). From (B)(6) 2025, intermittent low power advisory, low power hazard, and power cable disconnect alarms were active due to atypical voltage drops. These alarms cleared as the voltages returned to normal. There were no other remarkable events found within these log files. The pump maintained a speed within the expected range throughout the log files. The 14v lithium-ion battery, serial number: (B)(6), was returned for analysis, and the relative state of charge (rsoc) terminal was found to be corroded; however, the battery was functionally tested, revealing no issues with the battery. The battery was charged and then discharged using an electronic load-based battery test system, and the battery exceeded the requirement for discharge time. The battery was tested with a test system controller, 14v battery clip, and a mock circulatory loop, and the battery powered the system without issue. The provided information stated the patient was on new clips and fully charged batteries, and experienced intermittent alarming while connected to batteries. Powering the system controller with an ungrounded patient cable resolved the alarms. The root cause of the reported alarms could not be conclusively determined during this investigation; however, the identified corrosion could cause the reported alarms. The testing documentation for the 14v lithium-ion battery, serial number: (B)(6), was reviewed and showed the battery passing all tests. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect and low voltage alarms. The heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section f entitled ¿safety checklists¿ and the heartmate 3 patient handbook section 10 entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.